Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure in the aortic position, post valve implant, the patient¿s pressure dropped.  The cardiac surgeon ¿saw a piece of calcium had cracked¿ and there was a leak between the calcium.  It was thought that an annular rupture occurred.  The patient was noted to be doing fine at the conclusion of the case

Manufacturer narrative:
Additional information provided confirmed the patient had to undergo a surgical operation due to an annular rupture. The 23mm sapien xt valve was explanted and a magna ease valve was implanted.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium, or valvular structures, is a known potential complication associated with the tavr procedure.   According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors.  The sapien valve relies on native valve calcium to securely anchor to the annulus.  Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury.  At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Per report, the hypotension post deployment of the valve was thought to be related to an annular rupture caused by patient factors (cracked annular calcification).   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.